Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp via a manufacturer representative (rep). The rep stated that the device had been discarded per the provider and that this had been confirmed with the hcp. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported the patient had a fall and lost therapy/had a loss of therapy. The health care physician (hcp) was replacing the ins and lead that day ((B)(6) 2019) because of this fall that resulted in a loss of therapy. There were no further complications reported.